Event description:
It was reported that the patient experienced methicillin-resistant staphylococcus aureus (mrsa) bacteremia and a system infection. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2013; 6935m72 lead, implanted: (B)(6) 2013. (B)(4).